Manufacturer narrative:
The pump was unable to prime during the prime test, and alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The pump also had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump is stuck and they are unable to exit the preparing to prime loop. Customer reported that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer had been having a lot of lows leading up to the alarm. Customer was unable to troubleshoot for the lows due to the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.